Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
The customer reported to baxter (B)(4) that an interlink continu-flo soln set 0.22 micron filter had an injection site membrane that was not able to be perforated. This was observed when adding the secondary medication bag using the cannula of the y site located upstream of the IV set. The condition occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Customer follow-up clarified that this was first brought to the customer's attention sometime in (B)(6) 2012, however a specific occurrence date was unknown. The sample was functionally tested and visually inspected. The functional test found that several attempts were required to successfully insert the lever lock cannula. Visual inspection identified off-center slits on the interlink, which should be centered to allow correct insertion of the lever lock cannula. This failure was determined to be a manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted.